Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details, including the model number (icc code) have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Event description:
It was reported aquacel ag burn was applied as a primary dressing to a second degree burn on the patient's left calf. A secondary dressing consisting of roll gauze and an ace wrap was applied on top of the aquacel dressing . Three days later, the patient went to the outpatient clinic for removal of the dressing. Upon removal of the secondary dressing, a portion of the aquacel dressing that was adhered to the adjacent skin was inadvertently lifted, resulting in a 1 cm skin tear and bleeding. The bleeding subsided and a new secondary dressing was applied. No further patient complications were reported.